Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling 5194001400 lot 0894 alleges vaginal wall mesh erosion re-hospitalization of plaintiff on (B)(6) 2014 - excision of vaginal wall mesh erosion with repair of vaginal wall under general anesthesia; erosion is 1 cm x 5 cm.